Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed multiple error alarms, after the customer inserted new batteries, during normal use and during rewind/prime sequence. Troubleshooting was unsuccessful because during the process the insulin pump started alarming the same errors. The customer's blood glucose was 136 mg/dl. The customer stated that there was a crack on the device. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates. No alarm was noted during testing but the alarm was found in the insulin pump history and had alarmed due to corrupted history. The insulin pump passed the self test. The insulin pump was received with a cracked case at display window corners, a cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and cracked battery tube threads.